Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a procedural complication resulting in a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique or procedural factors resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: material management. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal dilator would not click into sheath upon deployment. They tried multiple devices and had the same results. The total number of devices opened was three (3) for the same patient. All three (3) had same issue and the doctor held pressure. There was no reported blood loss. The patient was not injured, medical or surgical intervention was not required. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on (B)(6) 2023: the procedure performed was a neuro procedure using a 6 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The dilator simply would not connect to the sheath and lock in, kept pushing back as the physician advanced over a wire. The user did not have difficulty in inserting the locator into the hub. The user was able successfully insert and lock the locator in the hub, but it would not stay mated. There was an audible click when mating. There was tactile feedback after mating slightly but slips out. There were more than five tries performed, and the user was unable to mate the locator with the hub. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient. The patient was in stable condition. The procedure outcome was completed successfully. There were no other devices or equipment used with the reported product.